Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one male patient during comparison study between serum and plasma specimens. The serum troponin results which used for patient management was corrected with plasma troponin. The results provided were: sid (B)(4) serum=35 pg/ml /plasma=30.9 pg/ml which match with patient clinical condition. Laboratory reference range for troponin male =5 to 34 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of alinity I stat high sensitive troponin-I reagent lot 35541ud00. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I reagent lot 35541ud00 identified normal activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 35541ud00 was evaluated using worldwide data from abbottlink. This evaluation indicated that the patient median result for lots within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 35541ud00.